Manufacturer narrative:
There are no indications of any system or component failure or malfunction as all components remain implanted and in use. The connectivity challenges began within a month of implant and there are no reports of any events taking place after the implant that are likely to have contributed to device movement. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 to treat lower back pain. After activating the system, the patient reported some challenges in maintaining connection between the implantable pulse generator (ipg) and the external therapy discs. A nalu representative met with the patient on (B)(6) 2026 to assess the system. Imaging performed during the assessment confirmed the ipg had migrated within the pocket to no longer be seated flat and parallel to the skin surface. On (B)(6) 2026 a surgical procedure was performed to reposition the ipg into a new pocket so that it was parallel to the skin to correct connectivity issues.